Manufacturer narrative:
Product is not available for eval by manufacturer. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the applier did not lock clips during surgery. Those clips were able to be retrieved from the pt and there was no pt harm. It was verified that the clips were put in the applier correctly. The doctor used another applier and was able to finish the procedure successfully. No pt injury reported.